Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during pumping. At the time of report, there was no impact to blood glucose. However, the customer reported a bg of 42 mg/dl upon waking up. The cause of bg was unknown and the customer declined to discuss the event further. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.